Event description:
A report was received that the patient has cervical pain. Pain radiates to the head and shoulder bilaterally. The patient is going to have a lead revision.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient has cervical pain. Pain radiates to the head and shoulder bilaterally. The patient underwent a lead revision procedure. The physician explanted patient's leads and implanted two new leads and anchors. The patient is reportedly doing well.

Manufacturer narrative:
Device: sc-2218-70 serial number: (B)(4) description: st linear lead 70cm with pre-loaded 0.014 stylet.

Event description:
A report was received that the patient has cervical pain. Pain radiates to the head and shoulder bilaterally. The patient underwent a lead revision procedure. The physician explanted patient's leads and implanted two new leads and anchors. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.